Event description:
It was reported that the patient experienced increased urgency frequency. The neurostimulator turned off on the patient and when the healthcare provider was reprogramming it. The lead and neurostimulator were replaced. The physician felt that the device should have lasted longer and that it was "faulty". No surgical complications were reported.

Manufacturer narrative:
.